Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had received rejected battery once and unexplained and random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm or failed battery test alarm noted during testing. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.